Event description:
It was reported the system displayed a communication error and failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was replaced. The system was then found to be operating as intended.